Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: 03.111.751 / 511129 manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 08. May 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the clip that attaches to the reduction forceps has snapped. This happened during surgery, no prolongation of surgery. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Updated information provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information to original questions: prolongation of surgery in minutes, revision surgery, etc. ¿ no the damage was noted after sterilization.